Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had fluid coming out of the scrotal incision with this inflatable penile prosthesis. There were no signs of infection or patient symptoms. The physician explanted the pump but kept the cylinders and reservoir in situ. He later replaced the remaining components and implanted a tactra penile prosthesis. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had fluid coming out of the scrotal incision with this inflatable penile prosthesis. The physician explanted the pump but kept the cylinders and reservoir in situ. He later replaced the remaining components and implanted a tactra penile prosthesis. No further patient complications were reported.